Event description:
It was reported that the customer attempted to load a cartridge multiple times, but the pump would stop fill tubing at 9.8 units and request a minimum of 50 units. During troubleshooting, the customer disconnected the tubing from the connection, but there was no insulin dripping out the luer lock. There was no impact to the customer's blood glucose level because customer reverted to manual injections.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.